Manufacturer narrative:
Concomitant medical product: product ID: addrl1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced long telemetry pauses, syncope, collapse and loss of consciousness. It was further reported that the right ventricular (rv) lead exhibited unstable thresholds, with an abrupt rise in threshold to high threshold and non-capture. The rv lead was evaluated under fluoroscopy and showed visible changes in the lead cathode and anode, unusually long spacing between the two electrodes and the orientation of the electrodes had changed significantly due to the unravelling of the distal portion of the lead between the cathode and anode. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.